Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported leaking during cadd administration (identified issue with some clinicians connecting texium directly to maxzero instead of using a smartsite adapter).